Manufacturer narrative:
Investigation summary: product was not returned and no lot number was provided. DHR review could not be conducted due the insufficient information¿s. No further investigation possible as there was no material available. Root cause could not be defined due the missing material. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). The reamer head had detached and remained inside the femoral canal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision of knee replacement take place. During preparation for the new components, the surgeon introduced the first synream reamer (352.085, 8.5mm reamer head) into the femoral canal without a guide wire in place. Upon realizing this, he immediately removed the reamer shaft from the femur, but the reamer head had detached and remained inside the femoral canal. Multiple attempts were made to retrieve the separated instrument from the femoral canal, using various tools and techniques, but all failed. The surgeon decided to leave the detached instrument in situ and continue the operation. 15 minute delay to procedure. This complaint involves one part. Concomitant parts reported: 1x guide wire, part unk, lot unk 1x unk synream, part unk, lot unk this is report 1 of 1 for (B)(4).